Event description:
It was reported that post a coronary drug stenting treatment procedure, a pt experienced a rash. A taxus express2 stent was implanted and an unk time later, a pt experienced a rash. Add'l info has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.